Manufacturer narrative:
Corrected information: d9, h3. The device will be returned to cook. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a "watchman" procedure, a safe-t-j exchange fixed core wire guide unraveled. The wire did not separate. A different wire was used to complete the procedure. The length of the procedure was not affected, and no intervention was required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 19jan2026. Access was obtained in the right groin to target the heart. ¿some¿ calcium was noted in the iliac artery. The wire was not altered prior to use, and resistance was not encountered during insertion of the wire. The wire was not pulled or manipulated backwards through a needle or other metal instrument. The wire, which unraveled during removal, was removed from the patient, and a new wire was used to successfully complete the procedure. Corrected information: d4 (UDI) additional information: b5, d9, e4. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip of the wire was stretched and elongated, starting approximately 9.5-centimeters from the distal tip. A slight bend was also noted on the wire. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional relevant complaints on the final or sub-assembly lots. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19jan2026. Access was obtained in the right groin to target the heart. ¿some¿ calcium was noted in the iliac artery. The wire was not altered prior to use, and resistance was not encountered during insertion of the wire. The wire was not pulled or manipulated backwards through a needle or other metal instrument. The wire, which unraveled during removal, was removed from the patient, and a new wire was used to successfully complete the procedure.

Event description:
As reported, during a "watchman" procedure, a safe-t-j exchange fixed core wire guide unraveled. The wire did not separate. A different wire was used to complete the procedure. The length of the procedure was not affected, and no intervention was required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.